Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(6). (B)(4).

Event description:
It was reported that a ventricular lead warning occurred. It was also reported that there was a capture management problem and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.